Event description:
The patient reported that their meter was not accurate compared to a lab sample as the difference between the livongo meter and the lab sample. The different was greater than 20%.

Manufacturer narrative:
The exact method for obtaining the lab sample is unknown. Neither the blood glucose meter nor the test strips have been returned to the manufacturer. An investigation will be performed but has not yet begun.